Event description:
It was reported that during a percutaneous transluminal angioplasty, balloon rupture occurred. The 4.03 mm in diameter target lesion was located in the moderately tortuous and non calcified left carotid artery. After an ez filter wire was deployed at more than 3cm distal from the lesion, a 4.0mm x 20mm x 135cm sterling balloon catheter was flushed and advanced to the lesion. The balloon was inflated to 6 atms and the physician found on the angiogram that the contrast dye was leaking from the distal part of the balloon. The pressure of the inflation device did not rise. The device was removed from the patient and noticed that the balloon was ruptured. The procedure was completed with a 4.0 x 20mm non-bsc balloon catheter. No complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the sterling catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 2mm from the proximal end of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).